Event description:
The customer reported cidex leaking from overflow tube. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spill, capital equipment, evaluated at customer site. The fse replaced v7 disinfectant return valve, checked disinfectant tubing for water accumulation (none found), ran successful wash/disinfect cycle, reservoir level did not rise, the device meets mfg specifications. Results: disinfectant return valve.